Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Fse replaced plunger clamp in position #10. The instrument was tested without further problem and was returned to expected operation.